Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: xygen leak throung lpo port while connecting the high pressure oxygen. O2 mixer assembly test failed . No patient involvement.